Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the determine hiv 1/2 ag/ab combo test taken on (B)(6) 2026 with a fingerstick sample. The patient was confirmed hiv-positive with a confirmatory test (method unknown) on (B)(6) 2026 and (B)(6) 2026. The patient was not on anti-retroviral therapy (art) at the time of testing. The customer noted that there is no impact to patient care or treatment.